Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the tubing broke while infusing feed.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was received for evaluation. A functional test was performed and the reported issue was confirmed. The silicon tube was detached from the mystic connector. The possible root cause could be related to stretching the peristaltic tubing before use or an incorrect placement in pump causing additional stress to the tubing resulting in detachment. The reported issue is not manufacturing related. A corrective action is not deemed necessary at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.